Event description:
It was reported that the customer received multiple temperature alarms. Reportedly, the customer has been experiencing high blood glucose levels and the temperature alarms may have had an impact.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.